Event description:
During testing, it was observed that the device was only delivering an 18 joule shock during the 100 joule test. This would likely not be adequate energy delivery if this was used on a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer advised physio-control that they do not wish to have the device repaired due to the costs associated and the age of the device. The customer will be trading the device in for a replacement. The device has not been returned to physio-control for evaluation. The cause could not be determined.